Manufacturer narrative:
After speaking to pt, pt indicated that the pump had been providing occlusion alarms for the past two days. He was experiencing bg levels of 300-600 mg and past out and injured his shoulder. Pt indicated he was having difficulty with his infusion sets, he was changing them out but had trouble inserting them. It is unk which infusion sets he was using at the time of event. User guide states: if your t;slim pump detects insulin delivery is blocked, the occlusion alarm occurs and all insulin deliveries are stopped. Check the cartridge, tubing and cannula to help determine the cause.

Event description:
Received info from nurse practitioner (np) indicating patient was admitted to ICU for hyperglycemia. Patient has been released from hospital.